Event description:
It was reported that while the ventilator was connected to a patient, the tidal volume spiked to 3400 ml. The ventilator was replaced by another one. There was no patient harm. (B)(4).

Manufacturer narrative:
The customer did not request any service or repair. The ventilator serial number and software version are unknown. The customer has been contacted to obtain more information several times, but no information has been received/provided to us for further evaluation. Since we have been provided no further information about the event , and since no device logs have been provided for further investigation/evaluation, no conclusion can be determined nor can we confirm the reported issue.

Event description:
(B)(4).